Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous hypotube kinks. There was blood and contrast in the inflation lumen and balloon and blood in the guidewire lumen. Microscopic inspection revealed tip damage and a pinhole leak at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 24mm x 2.25mm target lesion was located in a moderately tortuous artery. After a 2.25 x 24mm synergy drug-eluting stent was placed, a 2.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. When the device was inflated up to 6 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with a 2.50 x 12mm emerge balloon catheter. No patient serious injury nor complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 24mm x 2.25mm target lesion was located in a moderately tortuous artery. After a 2.25 x 24mm synergy drug-eluting stent was placed, a 2.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. When the device was inflated up to 6 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with a 2.50 x 12mm emerge balloon catheter. No patient serious injury nor complications were reported and the patient's status was stable.